Event description:
It was reported that the insulin pump alarmed motor error and compromised force sensor system. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, it was received with detached end cap. Motor error or compromised force sensor system alarms were not verified due to detached end cap. Traces of moisture were found at the motor assembly. The device had missing segments due to cracked zebra connector at lcd board. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and stained end cap sticker.